Event description:
Information was received from a consumer via the manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient was having difficulty charging/getting a good connection. The rep stated that the neurostimulator was implanted a little on the deep side on the left flank, and the patient has extra fat that makes the device move a little. The rep tried to help the patient charge, but could only get four bars with the belt snug over the device. There were no symptoms reported or interventions planned or performed, but the rep recommended that the patient charge daily and overnight. Additional information received from the rep stated that the patient needed a revision but nothing had been planned. The issue remains unresolved but the concerns would be communicated to the physician at the patient's post-op appointment.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative (rep) reported that the patient was unable to recharge, noting that the patient had not been able to get more than two to three coupling boxes since implant, (B)(6) . The physician was requesting that the patient get new recharging equipment to try prior to considering that the implantable neurostimulator (ins) was implanted too deep. No symptoms were reported. The rep later reported that the physician told the patient that he didn&#38176;believe the ins was too deep. No revision surgery was scheduled.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.